Event description:
It was reported in early 2009, the patient noticed an intense increase in pain while trying to go to the bathroom. The next day, the patient was seen by their physician who started treatment for shingles. The pain pump was reprogrammed to deliver hydromorphone 100 mg/ml at 42 mg/day. The patient was also receiving prialt 3.6 mcg/ml. The patient was admitted to the neurological ICU at the hospital. The patient had two MRI studies which confirmed a significant mass (inflammatory mass) at the t8 level of the spine. The plan was to do a surgical laminotomy to removed the mass, and a possible distal catheter revision if necessary. Additional information has been requested, but was not available on the date of this report.